Event description:
It was reported that a patient underwent eyelid correction procedure on an unknown date and suture was used. Ten days post operatively, the patient got a severe infection around the lateral corner of the eye extending towards the upper and lower conjunctival sacs. The sclera is completely red with inflammation and swelling. The black tissue underneath the concerned eye possibly indicates necrosis/dead tissue. The surgeon opines that the suture is the source of the infection. The current patient status, has not yet been confirmed by the surgeon. Additional information has been requested.

Manufacturer narrative:
It was reported that a patient underwent eyelid correction procedure for entropion on an unknown date and suture was used. Ten days post operatively, the patient got a severe infection around the lateral corner of the eye extending towards the upper and lower conjunctival sacs. The sclera was completely red with inflammation and swelling. The surgical wound opened on (B)(6) 2015. A new suture was placed on (B)(6) 2015 in order to prevent the lower eyelid from turning out further. Since there was clearly an infection diagnosed, treatment was started with a broad-spectrum antibiotic (initially augmentin, then avelox) and daily applications of eye ointment (tobrex and trafloxal) in the left eye. Patient is currently well. Functionality of the eyes was never compromised. The surgeon opines that the suture is the source of the infection. (B)(4). Conclusion: photos of samples tested in the microbiology lab of the hospital were returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.